Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device: 1 year and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a possible stroke. The patient was found down with apparent new left sided weakness. A CT angiography showed a right internal carotid artery occlusion. The patient¿s inr upon arrival was 2.8. The patient had a previously unreported, recent (date not provided) left basal ganglia ischemic stroke. A CT scan performed on (B)(6) "217" and a repeat CT performed status post thrombectomy on (B)(6) 2017 showed small evolving zones of acute infarction within the right posterior limb internal capsule and right caudate head with overall preservation of cortical territories. Assessment of cortical territorial is somewhat limited by motion artifacts. If there is clinical concern for progressive infarction, follow-up CT may be helpful for further characterization in this patient with a pacemaker and presumed contraindication to mr imaging. On (B)(6) 2017, it was reported that the patient was at the medical center's outpatient rehabilitation unit. It was reported that the patient did not follow commands and had right sided weakness with little movement to painful stimulus. The patient¿s son elected to make the patient a do not resuscitate status. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017.